Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2019. The physician noted an insulation breach on the proximal end of the lead during procedure. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in one piece measuring 56.7 cm. From the distal tip. Visual examination indicated that the helix was retracted and clogged from blood/tissue. The optim sheath was damaged 85 cm. - 12.5 cm. From the distal tip while internal insulation abrasions were noted at 29.4 cm. - 30.3 cm. From the distal tip, breaching the cable lumen with no damage to the cable coating. The optim sheath was damaged and intact in this region, while also pulled back 38.0 cm. - 41.5 cm. From the distal tip. Destructive analysis revealed internal insulation abrasions at 29.1 cm. To 29.3 cm from the distal tip breaching the cable lumen, with an abrasion noted to one of the cable coatings. There were no electrical shorts found. The reported events of inappropriate shock therapy and low defibrillation impedance were not confirmed, but the event of insulation abrasion was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08547. It was reported that a patient presented in the hospital the day after receiving inappropriate shocks. Upon review, the implantable cardioverter defibrillator had provided inappropriate therapy during episodes of atrial fibrillation with rapid ventricular response in addition to true ventricular tachycardia. An alert for high voltage circuit damage was also received for the device. The right ventricular lead exhibited low defibrillation impedance. Programming changes were made and a system explant was discussed with the physician but not implemented. The patient was in stable condition.